Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead impedance had been rising for several years and that the capture threshold was very high. A lead warning for undefined high impedance was noted, and the physician initially believed the lead was fractured. However, during a device changeout, x-ray revealed that the atrial lead was actually dislodged and was hanging down, resulting in the physician no longer believing there was a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.